Event description:
Report of event received on "product return form", but device was not included with the form. Event reported was "infection" as reason for explant. Follow up with hcp revealed the onset date of infection unknown. The signs and symptoms included fever, redness, swelling and pain. The primary location of the infection was the device pocket which cultured positive for "staph." The pt was treated with IV antibiotics and total system explant. The infection has resolved. The pt was reported to be in a debilitated status.